Manufacturer narrative:
The suspect power cord was discarded which inhibits the ability to determine the root cause of the failure. The facility outlet and system power cord were replaced and no further action was required.

Event description:
A customer reported while scanning a patient with an ie33 ultrasound system, a flash and flame occurred within the hospital power outlet and system power cord causing the system to shut down. The procedure in progress was completed successfully using a different ultrasound system. A philips field service engineer replaced the damaged power cord to repair the system. There was no harm or injury associated with this event.